Event description:
The customer's mother reported via phone call that they had a keypad anomaly. The customer's mother stated none of their buttons were responsive. It was also found a button error alarm occurred on the insulin pump. Customer's blood glucose was 390 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the act button due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.